Manufacturer narrative:
(B)(4). We will file a follow-up MDR at the completion of the investigation. Internal cross reference: (B)(4).

Event description:
The customer reported that while positioning a patient for a clinical CT procedure the table latch mechanism on the service latch was loose which caused the table to be in free float. Per philips remote service engineer (rse) there was no harm to a patient, operator, or bystander. The customer called philips service and the rse instructed the customer how to re-secure the service latch mechanism.